Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing a service code 204 (belt unusable) and service code 107 (multiple abnormal shutdowns).